Event description:
Customer reported that he is receiving no delivery alarms. Blood glucose value was 430 mg/dl. Customer was advised to disconnect at quick release and perform fixed prime; insulin did exit and the insulin pump alarmed no delivery. Customer instructed to disconnect and reconnect the reservoir and infusion set and perform manual prime; insulin did exit the tubing. Customer was advised to change the infusion set, reservoir and insulin. He was offered to further troubleshoot and get the insulin pump replaced; customer declined. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.